Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm (14 count) the device was difficult to operate. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, a patient was given insulin injection according to the doctor's advice due to the need of diabetes. After following the operation procedure, it was found that the insulin pen could not be installed and could not be injected in time. The injection was completed immediately after the insulin needle was replaced. No adverse consequences were caused.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm (14 count) the device was difficult to operate. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6), 2022, a patient was given insulin injection according to the doctor's advice due to the need of diabetes. After following the operation procedure, it was found that the insulin pen could not be installed and could not be injected in time. The injection was completed immediately after the insulin needle was replaced.no adverse consequences were caused.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. 1. DHR was reviewed and there were not any qns or other events that could be related to this complaint. 2. No photo or sample returned for further analysis or investigation. 3. Tested 14pcs retention samples of thread function and np end appearance, all results passed. 4. Based on the investigation above, the certain cause cannot be concluded at this moment. H3 other text : see h.10.